Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a patient presented with endophthalmitis, hypopyon and cyclitic membrane one month and 5 days following a cataract extraction surgery. Additional information has been requested and received. A company representative has visited the site. It was noted that the ophthalmic irrigating solution bag was "hit" with a syringe to inject epinephrine, then hit again to connect the tubing of the cassette, but there was no disinfection with an alcohol wipe. This step has disappeared from their practice. Sterilization processes are called into question for the system and handpieces. Additional information has been received. The surgeon is now challenging the diagnosis of endophthalmitis due to an ultrasound scan that confirmed there is no vitreous inflammation. This is one of two reports from this facility.